Event description:
The user facility reported that during a patient procedure their monitors would go blank for a few seconds.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris field service technician arrived at the facility, inspected the integration system and found the preview image was frozen on the display monitor. The technician restarted the integration system which resolved the issue.

Event description:
No injuries were reported; the procedure was completed successfully.